Manufacturer narrative:
The ventilator was evaluated and the customer's complaint was confirmed. The device's blower motor was replaced to address the ventilator inoperable condition. There was no patient harm or injury. The ventilator was found to audibly and visually alarm as designed for a ventilator inoperative condition. There was no patient harm of injury. The ventilator was found to audibly and visually alarm as designed for a ventilator inoperative condition. The manufacturer will continue to trend life support ventilator malfunctions that could potentially result in a loss of therapy.

Event description:
A third party service center received information alleging a ventilator alarmed for a ventilator inoperable condition. There was no patient harm or injury.